Event description:
Edwards was contacted by the patient through its patient registry email account to report that a 29mm model 6900p is failing after an implant duration of approximately nine (9) years due to stenosis and is scheduled to be replaced. Through follow up with the patient, he reported he was recently diagnosed with severe mitral stenosis and moderate mitral insufficiency of his pericardial valve. On echo, the valve exhibited a 13mmhg gradient and he has a valve area of 0.7cm squared. He also reported that in (B)(6) 2014, he developed new onset atrial fibrillation. He was cardioverted but within 1-2 days, his rhythm returned to afib. He is currently on coumadin, but was on xeralto at one point. A recent coronary catheterization revealed normal coronary arteries. He has normal left ventricular function and an ejection fraction of 65%. He is currently seeking medical opinions for valve replacement and surgical options.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, this device remains implanted with future plans for replacement due to stenosis in process. The reason for the stenosis has not been provided and the date for replacement is currently scheduled for (B)(6) 2014. Attempts to get additional information regarding the condition of the device have not been unsuccessful. If additional information becomes available, a supplemental report will be filed.